Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient remained hospitalized after a pump exchange due to pump thrombosis and started having low flows. A CT scan revealed a narrowing of the outflow conduit and confirmed that the conduit was kinked. The patient was taken back to the operating room and it was noted that the outflow graft was 2 cm too long, the strain relief had separated from the body causing intermittent kinking, and one of the rings of the bend relief was detached, indenting into the outflow. The surgeons stated that these malfunctions were resolved by the surgery. The patient then had a hemorrhagic cerebrovascular accident and expired after the decision to withdraw care was made. The outflow graft, strain relief, and pump were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Two concomitant devices were returned to the manufacturer for evaluation. The returned controllers passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a decrease in power consumption below normal operation despite multiple speed changes. The root cause of reported event cannot be conclusively determined since the pump, outflow graft, and strain relief were not returned to the manufacturer for evaluation; however per the sites narrative a possible root cause for the reported "inadequate flow" event can be attributed to the strain relief damage and kinked outflow graft. There are patient, procedural and pharmacological factors that may have been contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. This is one of two reports (3007042319-2016-01608 and 3007042319-2016-01609) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient ((B)(6), male) was recovering from a left ventricular assist device (lvad) pump exchange when he suffered post-operative complications. On (B)(6) 2014 the lvad was noted to have low flows, the patient had elevated pulmonary artery (pa) pressures and no urine output. The treating team thought that there "may have been an obstruction in the lvad outflow". The patient's epinephrine and milrinone were increased and a computed tomography (CT) scan showed a narrowing of the outflow conduit and confirmed that the conduit was kinked. The patient was taken to the operating room on (B)(6) 2014 for revision of the outflow graft. The outflow graft length was noted to be 2 cm too long. The surgeons completed a "shortening of the outflow graft and reattachment of bend relief ring to prevent kinking". It was noted that "the strain relief had separated from the body causing intermittent kinking" of the outflow graft and "one of the rings of the bend relief was detached and indenting into the outflow graft". The surgeons stated that this malfunction was resolved by the surgery. Vad parameters reported on (B)(6) 2014 showed operation within normal range. Upon being assessed post operatively the subject appeared to have intermittent weakness and poor response in the left upper and left lower extremities. The symptoms progressed and on the morning of (B)(6) 2014 the patient's pupils were noticed to be 5 mm on the right and 2 mm on the left. An emergent CT scan was done which showed a large hemorrhagic cerebrovascular accident in the right hemisphere and some smaller ones in the cerebellum and left parieto-occipital lobe. The heparin drip was discontinued. Lab results from (B)(6) 2014 showed an international normalized ratio (inr) of 1.53. Due to the severity of the hemorrhage, the physicians spoke to the family about withdrawing care. Care was withdrawn on (B)(6) 2014 and the patient expired at 17:09. The pump and outflow graft remained implanted post-mortem and were not returned to the manufacturer for analysis. Two controllers in use by the patient at the time of the event were returned.